Event description:
It was reported that log files were sent for review. The event log file captured power_cable_disconnect/no_external_power alarms on 30apr2025 while tethered on mobile power unit (mpu). The alarmed appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the event. The patient then experienced a backup battery fault alarm. The backup battery was exchanged but the alarm persisted despite the new battery. Additional log files were submitted for review. The event log file captured a backup battery fault alarm on 02may2025 due to the emergency backup battery (ebb) failing the load test. The system controller and the modular cable were exchanged.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable (lot: 10269115) was evaluated following the reported event of backup battery fault alarms and no external power events. Submitted and downloaded log files did not indicate any issue with the modular cable. The modular cable was tested and passed all applicable tests. The modular cable was able to support a mock circulatory loop for an extended duration without any issues. Provided information revealed that there were no issues associated with the modular cable. The reported backup battery fault alarms and no external power events could not be correlated to an issue with the modular cable. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.